Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a buckling upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the buckling uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for a damaged battery compartment, and during physical inspection it was found that the upstream occlusion (uso) seal was buckling. After investigation the results indicated a reportable malfunction due to the buckling uso seal. The event happened during testing, and there was no patient involvement.